Event description:
It was reported that the pt's "3 wires" broke following a domestic dispute. It was noted that it felt like the stimulation was "short circuiting." The pt was at home in fair condition. Add'l info was requested.

Manufacturer narrative:
(B)(4).